Event description:
The pt reported that the pump did not stop on load cartridge step. She reported that the insulin continued to dispense until it stopped at 70 units remaining. She stated that the cartridge was full prior to activating the load cartridge step. The pt reported that she then primed a few drops from the tubing and continued to use the pump. She stated that the pump appeared to have no other issues; she noted that she had no blood glucose excursions. The pt confirmed that she was not connected to the infusion site when the insulin dispensed.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had not occurred; the complaint could not be duplicated during testing. The ezprime operation was performed without difficulty; the pump did not dispense insulin during the load cartridge phase. Eval revealed a dislodged display screen and partially dislodged force sensor pins.